Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced a skin reaction with inflammation at the needle puncture site. The skin reaction was confirmed and is consistent with similar skin reactions previously assessed. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient went to the doctor and was prescribed oral doxycycline antibiotic for the skin reaction. After a few days of taking the antibiotic, the skin reaction was not improving, therefore, the patient's doctor recommended the patient have an x-ray to see if there was a retained sensor wire under the skin. An x-ray was done, and no retained sensor wire was found. The patient was in stable condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).